Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the incident occurred on 30 june 2026: at the moment the tuohy needle penetrated the skin, the body of the needle bent. The needle was changed. There was no reported patient harm."